Manufacturer narrative:
Reported event of unable to implant was not confirmed. Visual inspection noted outer and inner helix length were within of specification. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Further analysis performed found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for a dual chamber leadless pacemaker implant. During the procedure, the atrial leadless device was attempted to be placed but was unable to be implanted. The physician decided to abandon the atrial implant attempt. The procedure was successfully completed as a single chamber implantation. The patient was stable.